Manufacturer narrative:
The console was received from the field for evaluation. Refer to evaluation # tx00257-touchscreen was unresponsive. Moisture visible under touchscreen. Appears to be a bleach based solution. Indicates console was not being properly cleaned (using too much solution). Recommend replace touchscreen. Recommend upgrade console per CAPA# (B)(4) per attached instructions. Replaced lcd with sn (B)(4). Replacement unit was already sent. Repackage for demo stock. The assignable cause was determined to be customer misuse. An email was sent to the distributor advising them of proper cleaning procedures, per the tx1 operator's manual. The DHR for console (s/n (B)(4)) was reviewed and the unit met manufacturing specifications when released and there were no issues related to the complaint.

Event description:
Touch screen not responsive. Visible moisture in the screen.